Event description:
Customer reportedly obtained a result of 209 mg/dl on the advantage system and within 30-40 minutes passed out. No action was taken on device result. The paramedics were called and tested customer with a result too low to register on their device. Customer received glucose and an IV of unknown contents. Customer was transported to the hosp and again received an IV of unknown contents. Requested return of suspect system and replacement was sent.